Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer reported that numbers began to ramp up and that display screen was cracked. Customer's blood glucose was 175 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.